Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One opened probe was received with a tip protector, in a tray with other unused items, for the report of cutting failure; cutter did not actuate. The returned sample was visually inspected and found conforming. The probe was then functionally tested for actuation, aspiration, and cut. The sample was found conforming for actuation and cut and was found non-conforming for aspiration. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path to remove the interference. The sample was retested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and was able to aspirate. The initial aspiration test failed due to an interference in the aspiration path and once the interference was removed the probe was able to aspirate. The complaint evaluation did not confirm that the probe had an actuation or cut failure. Unrelated to the reported event, the evaluation indicated that the probe had an aspiration failure. The root cause for the aspiration issue is due to the foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation; however, the foreign material is most likely surgical material from the surgical use of the probe. No specific action with regard to this complaint was taken by the manufacturing site because the probe sample was conforming for actuation and cut and was able to aspirate once the observed interference was removed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the probe failed during a procedure. The aspiration condition is unknown. The product was replaced and procedure completed with no patient harm.